Event description:
The pt underwent endovascular repair of aaa with the ovation abdominal stent graft system on (B)(6)2013. The physician experienced cannulation difficulties, possibly due to localized narrowing of the aorta at the level of the graft bifurcation, and a resulting prolonged procedure time. Following successful cannulation via brachial approach, the final angio indicated the presence of a potential type ia or type ii endoleak and what appeared to be an accumulation of thrombus in the aortic body graft at the location of the graft bifurcation. The aortic body graft was ballooned to improve the lumen; however, the endoleak persisted. The physician decided not to further treat the endoleak due to the amount of contrast exposure. On (B)(6) 2013, the pt presented with ischemia and the physician started the pt on heparin. As of the date of this report, there has been no re-intervention for this pt.